Event description:
I recently purchased a transcend micro 510 travel continuous positive air pressure (CPAP) machine. This machine does not supply enough air flow, leaving me with a feeling of being slowly suffocated. I slept quite poorly, and woke with a headache. Upon further investigation, I discovered that the transcend micro 510 travel CPAP machine is specified to have a maximum airflow of less than 60 lpm, much lower than the industry standard of 100 to 120 lpm. I do not believe that this device should be labelled for general use, at best it is suitable for a subset of the general population, requiring a specific approval from a health provider for a device with substandard air flow volume capability. At minimum the manufacturer should be required to warn patients that the air flow from the device may be insufficient for some patients, which could be a health risk resulting from insufficient remediation of their sleep apnea.